Event description:
The customer contact reported the device powered off by itself. The device was returned to the central supply department with an unsigned note that stated, "please fix; shuts off on its own." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device would not power on. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.